Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and clear passage testing determined that the device functioned within specification. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set was leaking. This occurred while the patient was connected for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.